Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was incorrectly reprocessed device, while using the flex video scope. There was no patient harm associated with the event and the procedure was completed with the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. Based on the results of the investigation, the event was due to user handling. The water filter was not replaced per instruction for use (IFU) resulting in insufficient reprocessing of the scope. It was confirmed that instructions for oer-6, operation manual, chapter 7, "routine maintenance", section 7.3, "replacing the water filter (maj-2317)" describes the recommended frequency of replacement of the water filter. Olympus will continue to monitor field performance for this device.